Event description:
The customer stated that she tested her blood glucose using her breeze2 meter and received a reading of 128mg/dl. Her glucose was retested using another meter and that reading was 274 mg/dl. The difference between the readings falls in the "c"zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to returned for evaluation. Replacement test strips were sent to the customer.